Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/18/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one empty labeled winding former, and one needle suture piece that pertains to the product code y496, lot slmhux. During visual inspection of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined, the end of the suture was noted to be cut probably caused by a surgical instrument and body fluids were found. Also, no issues related to pull off were observed. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested; however, not received. Attempts to obtain the device have been made. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number? Device return follow-up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an excision of a mass on the left forehand on (B)(6) 2022 and suture was used. During procedure the suture popped off the needle. Another like device was used to complete the procedure. There were no adverse consequences for the patient.